Event description:
Reportedly, during a pacemaker interrogation performed on (B)(6) 2022, the end session button was grey and the session could not be ended. The user decided to pull out the mains cord.

Event description:
Reportedly, during a pacemaker interrogation performed on (B)(6) 2022, the end session button was grey and the session could not be ended. The user decided to pull out the mains cord.